Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to occlusion alarm. Customer did not take any action to address bg level at time of event. Customer performed a supply change to resolve the issue.